Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed broken on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture confirmed by mammogram" and " textured devices due to the patients concerns". This record is for a left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture confirmed by mammogram" and " textured devices due to the patients concerns". This record is for a left side. Device remains implanted.